Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Sample analysis: four sterile reloads product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned samples revealed that xc200 reloads were received sterile with no apparent damage. The packages were opened and the reloads were tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed each clip as intended. The clips were as intended and conforms to our manufacturing requirements. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. The event described could not be confirmed as the clips hold without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: I do not have further information at this time per product complaint (B)(4). Event reported via: 2210968-2022-04247.

Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2022 and suture clips were used. During the procedure, it was reported by the sales rep that during a robot assisted prostatectomy two devices would not hold clips. No adverse patient consequences were reported. Additional information was requested.